Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the device failed the calibration performed by the distributor system operator. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is an inoperable downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. During the manufacture of this device there were two reworked items; the lcd and the upstream occlusion (uso) seal, but there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Corrected data: health effects corrected. Evaluation codes conclusion corrected.